Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as the patient made a mistake/touch contamination. The patient was not hospitalized for the event. The patient was treated with intraperitoneal fortaz (1g, frequency not reported) and eventually recovered from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis event was due to break in aseptic technique further described as the patient not wearing the masks during the therapy. On an unknown date, the patient recovered from the peritonitis event. On an unknown date, the patient was retrained in aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.